Event description:
It was reported that during the implant attempt, there was consistent oversensing seen in the atrial and ventricle channels of the newly implanted device. A header issue was suspected. The device was not used, and a new device was then implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.